Event description:
The customer obtained falsely high troponin I results on two sample draws from the same patient. An alternate test on the sample gave negative results. The investigation determined that a malfunction of this type cause biased results in assays that my used in critical diagnostic applications. There was no report of patient harm as a result of this event.